Event description:
It was reported that the infusion pump was involved in an overdelivery of an ativan solution. The infusion pump was reportedly programmed to administer a 250 ml bag at 50 ml/hr. Three hrs after the start of the infusion the IV bag was empty. The infusion pump was removed from the pt use. No medical or surgical intervention was required.